Event description:
It was reported that the patient presented in clinic for routine follow-up. During interrogation, surface electrocardiogram revealed that the pulse generator exhibited ventricular undersensing. The device was reprogrammed. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
(B)(4)